Event description:
It was reported that the right ventricular (rv) lead exhibited apparent t-wave oversensing (twos) resulting in pacing below the lower rate limit. The rv lead remains in use. No patient complications have been reported as a result of this event.